Event description:
It was reported that the 4-40 stud broke off the device during the procedure. The procedure was completed with a like device. There was no patient consequence. There is no additional information available at this time.